Manufacturer narrative:
(B)(4). Method: the actual device was not returned. The device history record for the reported lot number, 0202195126, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 230 ml, flow rate: 5 ml/hr. Halyard received a single report that referenced 5 different incidences, which were associated with separate units, involving five different patients. This is the fourth of five reports. Refer to 2026095-2016-00171 for the first patient. Refer to 2026095-2016-00172 for the second patient. Refer to 2026095-2016-00173 for the third patient. Refer to 2026095-2016-00175 for the fifth patient. A report was received from brazil stating there was a reported fast flow event. The infusion was prescribed for 46- hours but the infusion ended in approximately 22-hours. There was no adverse event and medical intervention reported.